Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system delivery catheter (dc) shaft was inspected using the straightness fixture and was observed to be bent. The dc shaft was fully extended and the gripper lever was retracted to raise the gripper arms; no movement or bending of the dc shaft was observed. Therefore, the reported dc shaft bending during gripper arm actuation could not be confirmed. In this case, the discrepancy between what was reported (dc shaft bending during gripper arm actuation) and what was observed (no bending or deflection noted during gripper arm actuation) was likely due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension on the device (due to patient anatomy, curves on the device) may cause the internal components of the device to bend and thereby contribute dc shaft bending/deflecting. A bend was observed in the mandrel from the distal end of the coupler. Although the reported dc shaft bending/deflecting during gripper arm actuation could not be confirmed during return device analysis, it was observed that the dc shaft was bent using the straightness fixture. The most probable cause for the bend is likely due to the bend in the actuator mandrel. In this case, it is possible that there may have been increased tension on the device due to procedural interactions (e.g. Due to the anatomy, excessive curves on the device, etc.) During the procedure, such that the actuator mandrel became bent and subsequently caused the dc shaft to bend. This type of damage can further result in abnormal movement/deflection of the dc shaft during subsequent device manipulations (e.g. Gripper lever retraction), however this could not be confirmed. Based on the information reviewed, a definitive cause for the reported dc shaft bending during gripper arm actuation and the observed bend in the mandrel during analysis cannot be determined; however, there does not appear to be any evidence of a quality deficiency associated with this device. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents reported for bent dc shaft for the reported lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the delivery catheter shaft bend and irregular movement of the clip delivery system (cds) that occurred in the left ventricle and has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, but it was observed that when the grippers were raised, the delivery catheter would bend approximately 30 degrees medial, and when the grippers were lowered, the delivery catheter was straight. This occurred several times in both the left atrium and the left ventricle; therefore, the device was replaced. A new cds was advanced; however, the mr could not be reduced with the clip. The clip was not implanted and the mr remained at 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.